Event description:
The facility was contacted for further details from the reported event, however, a detailed narrative was not released to mpc.

Event description:
The device reportedly would not charge the defibrillator during the reported event. The facility was contacted for further details from the reported event.